Event description:
It was reported that during active operation on a patient, the autopulse platform displayed a "user advisory 16" (timeout moving to take-up position) message. Customer power cycled (turned off and then on) the platform, pulled the lifeband all the way up, with no changes. Manual CPR was performed. No adverse patient sequelae was reported. No further information was provided. Manufacturer requested additional information from the customer on (B)(4) 2013; however, no additional information has been obtained.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.